Event description:
During a total knee arthroplasty surgery, the tibial alignment tower and base plate were being used. The tower was noticed rotating on the base plate and when inspected it was noted a pin was broken off the base plate. Broken pin and base plate examined, all parts appeared to be there. Surgery continued.